Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this complaint was determined to be non reportable after the MDR was submitted. No evidence of serious injury or malfunction. The associated MDR will be void.

Event description:
Material #:405671. Batch#: 0001562074. Verbatim: did not perform as expected. Bupivacaine did not work to numb as it is supposed to.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.